Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "chemistry-driven structural alterations in short-term retrieved ceramic-on-metal hip implants: evidence for in vivo incompatibility between ceramic and metal counterparts" written by wenliang zhu, giuseppe pezzotti, marco boffelli, thanainit chotanaphuti, saradej khuangsirikul, and nobuhiko sugano published by journal of biomedical materials research b: applied biomaterials / aug 2017 vol 105b, issue 6 on 25 march 2016 was reviewed for MDR reportability. The article's purpose: "in this article, we shall present some new spectroscopic evidence obtained from two short-term retrieval cases of zirconia-toughened alumina (zta) ceramic heads, which were applied in vivo against metal cup liners." Each case is captured individually on separate complaints. Both cases were implanted with com bearings of depuy pinnacle cup with ultamet metal insert and a ceramic femoral head. No identification provided for stem but it is reasonable to conclude the femoral stem was also a depuy product utilized in conjunction with the majority identified depuy products. This complaint captures case 2, a (B)(6) year old female who received tha in (B)(6) 2011. Within first 2 years of implantation she showed good clinical outcome but developed hip pain in follow 2 successive years and underwent revision surgery in which the com joint was explanted and replated in total with new implant with mop bearings. Intra-operative findings were adverse local tissue reactions and complex solid cystic mass at greater trochanteric bursa. Although the article does not report of debris during revision surgery or the cause of the altr, it is medically known that altr is related to debris material of the articulating bearing surfaces.